Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: could you please confirm how many sutures were involved? At least 2. Could you please confirm if all the sutures involved were related to the same procedure? Yes. This medwatch report is in response to receipt of maude event report mw5095991 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-07258 and (B)(4).

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2020 and the suture was used. During the surgery, it was noted that the suture was breaking. There were no patient consequences reported.